Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing and out-of-range p-waves. The crt-d system remains in service. No adverse patient effects were reported.